Event description:
The customer reported the system's monitors remained dark with no technique displayed. Following, several reboots the customer was able to restore operation. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A new generator boot floppy was created. The generator and all workstation printer circuit boards were reseated. The power supply connector was cleaned. The system was then found to be operating as intended.